Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Per the instructions for use (IFU): the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Cardiac arrythmias, infection, respiratory failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had sustained ventricular arrhythmia requiring defibrillation or cardioversion. Also stated was that the internal cardiac defibrillator was under-sensing due to atrial fibrillation causing hypotension and was stated as needing reprogramming. Patient was also stated as being intubated on (B)(6) 2016 extubated and then re-intubated on (B)(6) 2016 and tracheostomy was performed. On (B)(6) 2016 was found to have a bacterial pulmonary infection. And was treated with IV antibiotics. On (B)(6) 2016 the patient was discharged to a rehabilitation facility. No additional information available.